Manufacturer narrative:
The device was received and evaluated. The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. After investigating the pod, no tear was found along the complete fluid path that would cause any leakage of insulin from the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose above 20 mmol/l (360 mg/dl). The pod was worn for between 24 and 36 hours. As treatment, a new pod was applied and a bolus was delivered. There was insulin leaking noted at the site.